Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose while driving. The customer stated that she pulled over to the side of the road, and she was noticed that a lady who assisted her called paramedics. The customer stated that the programming on the insulin pump was not correct. Advised the customer to discontinue use of the device and to revert to back up plan. The customer stated that she was hospitalized for low blood glucose on (B)(6) and then again on (B)(6) 2010. The blood glucose reading was 24mg/dl. The customer stated that she had low glucose level, but the sensor has not alerted her to the events. No further information was provided.